Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection. Antibiotic treatment was necessary and culture swab of the pocket was sent to the hospital lab. The device and leads were explanted. No further patient complications have been reported as a result of this event.